Event description:
A customer reported that the patient treatment ended earlier than expected. The lv 1.5 infusor was expected to last 168 hours, however, it had elapsed 12 hours shorter than expected on two incidents involving the same patient. See mfg. Report# 6000001-2007-03056 for the other incident. The customer reported that the sample contained flurouracil mixed with normal saline. The incident was noted after use on a patient, however there was no reported patient injury or any medical intervention provided to prevent serious injury.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. The device involved in this incident has been requested fro evaluaton. Should the device be returned, evaluation results will be provided in a follow up report. A batch review has been conducted by the manufacuring qa group, which revealed that the lot passed the criteria for release.the manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Manufacturer narrative:
A sample evaluation was not conducted. The actual device, nor a companion sample was not available for evaluation. Per the direction insert, the infusor is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the nominal flow rate when 0.9% sodium chloride (nacl) is used. The reporting facility reported that 0.9% nacl was used as the diluent. In addition, the direction insert also states that this device is designed to deliver the nominal volume within +/- 10% of the nominal delivery time.